Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure devices were found to be deeply embedded and adherent to the adjacent tissues') in a 25-year-old female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, hormonal imbalance and polycystic ovaries. The essure devices were found to be deeply embedded and adherent to the adjacent tissues. They had to be removed by pulling oil the coils as well as by sharp dissection and part of the adjacent muscle tissue was also removed with tile same but the devices were removed in their entirety as far as it was possible to tell. Previously administered products included for an unreported indication: nuvaring from march 2011 to may 2011. Concurrent conditions included neck pain, sore throat and cough. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), metronidazole (flagyl) and paracetamol (tylenol). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6)-2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left tube: 3coils right tube: 3coils patient received treatment for: pain, migration, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6)2011: results: total bilateral occlusion. Lot number:761613 manufacture date: (B)(6) 2010. Expiration date: (B)(6)2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome were updated to recovered/ resolved for: pain, bleeding, bladder/ urinary problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure devices were found to be deeply embedded and adherent to the adjacent tissues') in a 25-year-old female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, hormonal imbalance and polycystic ovaries. The essure devices were found to be deeply embedded and adherent to the adjacent tissues. They had to be removed by pulling oil the coils as well as by sharp dissection and part of the adjacent muscle tissue was also removed with tile same but the devices were removed in their entirety as far as it was possible to tell. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included neck pain, sore throat and cough. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), metronidazole (flagyl) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left tube: 3coils. Right tube: 3coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2011: results: total bilateral occlusion. Lot number:761613 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of product technical complaint. Incicent we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure devices were found to be deeply embedded and adherent to the adjacent tissues') in a (B)(6) female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, hormonal imbalance and polycystic ovaries. The essure devices were found to be deeply embedded and adherent to the adjacent tissues. They had to be removed by pulling oil the coils as well as by sharp dissection and part of the adjacent muscle tissue was also removed with tile same but the devices were removed in their entirety as far as it was possible to tell. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included neck pain, sore throat and cough. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), metronidazole (flagyl) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left tube: 3 coils. Right tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs and mr received. Events : migration of essure device location of device: essure devices were found to be deeply embedded and adherent to the adjacent tissues coded as embedded device, abnormal bleeding (vaginal), menorrhagia, urinary tract infection, depression , mental anguish, migraines, headaches, nausea, dysmenorrhea, pain, fatigue, abdominal pain vaginal discharge was added. Event outcome pelvic pain & abdominal pain were changed unknown to recovering/resolving. Lot no. , onset date, medical history, concomitant drug, lab data, reporter and reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.